Event description:
Dr. (B)(6) from (B)(6) reported an intra-operative issue involving an apifix mid-c 125 implant (part number afs-125-050, lot number af-04-117-22). The device was implanted in a 15-year-old female patient (ID # (B)(6), initials (B)(6) weight 43 kg) on (B)(6) 2024. During a follow-up x-ray, a break was suspected at the ratcheting component. Upon removal, the rod was found to be broken in two. The implant was extracted without complication, and a new mid-c device was successfully implanted. The patient did not experience injury, surgical delay, or require a revision procedure beyond the replacement.